Event description:
It was reported that white particles from the ctsd packaging were found in the bd phaseal¿ optima injector (n35-o) fluid path. The following information was provided by the initial reporter: "I¿m reaching out as we¿ve had a few instances where we¿ve noticed that the cstd packaging has shed onto the product. This looks like little white particles that are on the cstd itself. We also noticed (once only) that there was a brown contaminant on the edge of the p13 vial protector.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary photos were provided to our quality engineer for investigation. Upon reviewing the photo, white particles can be observed on the surface of the injector hub. A device history review was performed for lot 2203304, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Thirty retained samples of the same lot were used for additional evaluation. The product was inspected and no particles were observed on any of the injectors. Sterilization testing was performed and results were found to be within specification. The product was sent for characterization testing and the particles were identified to consist of tyvek paper which is used in the packaging of this product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. A review of the manufacturing records established that all cleaning of the packaging lines was performed in accordance with procedure. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, if the containers are wiped with alcohol and depending on the force exerted on the container, particles appear as the force increases. If wiping was performed without using alcohol, these particles did not appear. We are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that white particles from the ctsd packaging were found in the bd phaseal¿ optima injector (n35-o) fluid path. The following information was provided by the initial reporter: "I¿m reaching out as we¿ve had a few instances where we¿ve noticed that the cstd packaging has shed onto the product. This looks like little white particles that are on the cstd itself. We also noticed (once only) that there was a brown contaminant on the edge of the p13 vial protector."